Event description:
A us distributor reported that a monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service codes) has been confirmed. Upon investigation, the monitor was unable to complete incoming testing and displayed a service code 210. The cause for the failure was isolated to contamination on connector j1002aa and j1003aa pins of the defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.